Event description:
It was reported that purewick urine collection system would not suction and waking up wet. Representative offered to reset valve and try water cup test. Patient caregiver would be there later and would call back. Representative advised unit should be on the floor and explained proper placement. Authorized caregiver would call back to troubleshoot. Kit was just replaced on (B)(6). Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system would not suction and waking up wet. Representative offered to reset valve and try water cup test. Patient caregiver would be there later and would call back. Representative advised unit should be on the floor and explained proper placement. Authorized caregiver would call back to troubleshoot. Kit was just replaced 28july. Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.